Event description:
It was reported that patient was presented to hospital with complaint of right hip pain. Radiographs demonstrated a well fixed acetabular component and femoral component. Fracture of the femoral component at the trunnion was noted. Stem was explanted and cup was retained. Restoration system was used for the reconstruction.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.